Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The patient reported that he performed trouble shooting measures by replacing the onboard batteries, checking the driveline for kinks and checking the cardiac output but the alarm continued. The customer also reported that the patient arrived at the emergency department and was normotensive and was found to have an elevated temperature and increased wwc and crp. The customer also reported that the patient thinks he has the flu and has been coughing and setting the alarm off for short periods of time but following a prolonged coughing fit, the fault alarm occurred and it did not resolve. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
The driver's alarm history was reviewed and revealed an alarm code 1a which is consistent with a malfunctioning u22 pressure sensor. During investigation testing, the customer-reported alarm was reproduced and the root cause was determined to be a malfunction of the u22 pressure sensor as it could no longer output a voltage in the acceptable range for operation of this component. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.